Event description:
The initial reporter received questionable elecsys troponin t hs stat assay results on a cobas 6000 e601 module. The initial troponin result was 47.37 pg/ml. The repeat result was 3.04 pg/ml. The initial result was reported outside of the laboratory. The repeat result was deemed correct. Another sample was collected on the same patient and performed on another cobas 6000 e601 module. The troponin result on the second sample and analyzer was 3.00 pg/ml with data flag. The reagent lot was 566611. The expiration date was requested but not provided.

Manufacturer narrative:
The field service engineer (fse) made pmt (photomultiplier tube) voltage adjustments, performed a system volume check, and ran analyzer performance testing. The fse performed calibrations, qc, and ran pooled comparison samples successfully. As the qc recovery was within 2sd, there was no indication of a reagent or instrument performance issue. The alarm trace did not contain a conspicuous event. The investigation could not identify a product problem. The cause of the event could not be determined.